Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection found no damage to the conductor wires. The instrument also passed the continuity test. Failure analysis could not verify the customer reported event. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, long bipolar grasper instrument was observed to have a broken conductor wire black. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no patient injury due to broken grip cable. The probable root cause of the customer reported issue cannot be determined since the issue could be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.